Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. No over delivery anomaly or under delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The test reservoir volume matches the units remaining in the status screen. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. No cosmetic damage noted. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of experiencing low blood glucose of 82 mg/dl and treated with glucose tablets. Customer alleges that the insulin pump was over delivering insulin because blood glucose remained the same no matter how much customer treated with pump. Troubleshooting was performed and customer was advised that the insulin pump would be replaced. Insulin pump is expected to return for failure analysis.